Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# va057lw, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that compatibility guidelines were requested for x-ray. No suspected problem with the device or therapy. Patient said that last year she had surgery for herniated disc and she experiencing the same sensation in her feet. It was like walking on rocks as she was before and was told could be sciatica. Staph infection in (B)(6) 2013 was reported and location was unknown. The patient had the system totally explanted. On (B)(6) 2013, the patient received new system. The patient was diagnosed with fecal incontinence and gastrointestinal/ pelvic floor. Additional information received from the patient report the staph infection had been resolved after device removal and replacement. In (B)(6) 2014, it was removed and replaced in a different area.